Event description:
Customer reported blood glucose results of 169 mg/dl and 400 mg/dl using aviva system 1, 144 mg/dl and 153 mg/dl using aviva system 2 within 10 minutes. Reported no symptoms or adverse event relative to these discrepancies. A request was made for the return of the systems, replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 1. (B) (6).